Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx to treat a moderately tortuous, moderately calcified lesion exhibiting 80% stenosis in the mid left anterior descending (lad) artery. There was no damage noted to the packaging. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.